Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an investigator with the public defenders office requested information or records for this patient with this device. It was noted the non boston scientific lead had been disconnected. Technical services (ts) recommended follow up with the clinic. Ts found additional information via google noting this patient had been arrested for attempted murder. At the end of the article, it stated while this patient was being transferred to prison they mentioned this device was defective, high blood pressure problems and was requesting medical attention. This patient was re rerouted to a hospital at that time. No additional information is known at this time. No adverse patient effects were reported.